Event description:
A malfunction alarm was reported due to the pump displaying a malf 16 code, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer switched to a backup insulin pump, and tandem technical support arranged to send a replacement pump. They also provided instructions for returning the malfunctioning pump within 10 days.